Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. The lay user/pt contacted lifescan in 2009 alleging that her onetouch ultramini meter was displaying an unk message. She stated she was seeing numbers but was unable to recall what was on the display. The reported issue first occurred in late 2008 at 9am. She claimed that in couple hours after the reported issue began, she developed a headache and felt awfully tired. Later the same day at 12:30-1pm, she saw her doctor at the doctor's office. The pt's blood glucose result was "about 350 mg/dl" on the doctor's meter. She was reportedly treated with 12 units of regular insulin. It was noted that the pt typically only takes glucophage and humalog 75/25 insulin. This complaint is being reported because the pt allegedly became hyperglycemic after the reported issue began. The pt was then treated with fast acting insulin at the doctor's office. In addition, the reported issue was not resolved with troubleshooting. Replacement products were sent to the pt.